Event description:
Pt received each injection of artz dispo in both knees in 2003 respectively. The following day they had swelling and pain of their right knee. The following day they had swelling and warmth of their right knee, and about 50ml of joint fluid was punctured, which was yellow and turbid. The fluid was provided to the culture test soon. One day later, they had oliguria and 36.7 degree c. 50ml of joint fluid was punctured, which was turbid and yellowish. 500ml of fluid replacement + 2g of fosmicin-s (fosfomycin) was dripped for 2 days. The next day 42ml of fluid was punctured. The next day 15ml of joint fluid was punctured, and the inside of the joint was cleaned by 40ml of physiological saline. The following day, 10ml of turbid fluid was punctured. 3 tablets of loxonin (loxoprofen sodium: 60mg/tab) and 300mg of cravit (levofloxacin) per day were prescribed for 5 days. 3 days later, 2ml of fluid was punctured. 3 tablets of loxonin and 300mg of cravit per day were prescribed for 5 days. 4 days later swelling of their right knee was subsided, and the prescription of loxonin was changed to 2 tablets per day. 7 days later, since swelling and warmth were not recognized, the pt was allowed to take a bath. However 2 tablets of loxonin and 200mg of cravit per day were prescribed for 3 days and rehabilitation was initiated. 4 days later, a general blood test, classification of white blood cell and crp test were conducted. 2 tablets of loxonin and 200mg of cravit were prescribed for 4 days. 2 days later, swelling was completely disappeared, and the pt was complaining of only pain. The following month, the doctor judged the pt recovered. However they are taking 1 to 2 tablets of loxonin per day due to pain of their knee joint.